Event description:
A healthcare professional reported that during a surgery an ophthalmic phacoemulsification handpiece could not reach to maximum power and had low power. Aspiration was poor in phacoemulsification mode, no system message displayed. Surgery was completed with no report of patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The handpiece (hp) was not returned for evaluation. Based on the information available, the customer reported event cannot be confirmed. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by qa to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The similar complaint is for the initial event that occurred with the reported handpiece. The customer then re-sterilized the handpiece and had the same issue with phaco power and aspiration, which has been filed on this complaint as the second occurrence based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).